Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye(os) on (B)(6) 2023. Residual cyl was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -3.5 into the patient's left eye (os) on (B)(6) 2023. Residual cyl was observed. The lens remains implanted. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).